Event description:
Emergency room personnel were attending to a pt in full cardiac arrest. The pt was being monitored using disposable defibrillation/ECG electrodes and reportedly after being shocked, the monitor intermittently displayed a flatline with some artifact. The operator switched to standard monitoring electrodes and continued treatment to the pt. The pt was successfully countershocked however was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the ability to monitor the pt in another lead.